Manufacturer narrative:
(B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Corrected: date of this report - corrected from (B)(4) 2014. Complainant name - corrected from (B)(6) hospital. (B)(4).

Event description:
Same case as 2134265-2014-06678 and 2134265-2014-06663. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci), the physician conducted an intravascular ultrasound (ivus). The motor drive unit was used in conjunction with an unspecified imaging catheter and a sled. Upon connecting the imaging catheter to the motor drive unit, the lab showed that the console could not make the automatic pullback. The procedure was completed with a manual pullback. No patient complications were reported and the patient's condition is stable.

Event description:
Same case as 2134265-2014-06678 and 2134265-2014-06663. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci), the physician conducted an intravascular ultrasound (ivus). The motor drive unit was used in conjunction with an unspecified imaging catheter and a sled. Upon connecting the imaging catheter to the motor drive unit, the lab showed that the console could not make the automatic pullback. The procedure was completed with a manual pullback. No patient complications were reported and the patient's condition is stable.